Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was returned. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found at disassembly and inspection was that the closure indicator was bent and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown laparoscopic procedure, an unknown error occurred during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.